Manufacturer narrative:
(B)(4) per the IFU, valve size recommendations are based on native valve annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). Patient anatomical factors and multiple imaging modalities should be considered during valve size selection. Note: risks associated with undersizing and oversizing should be considered. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. The cause of the valve stenosis is unknown, however, per echo report, may be due to patient prosthetic mismatch. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No corrective or preventative actions are required.

Event description:
As reported by the (B)(6) trial, 3 years post successful tavr the patient presented to the emergency room with shortness of breath and chf symptoms. Echo performed indicated severe symptomatic aortic stenosis of the thv "with elevated gradients post tavr with possible prosthetic mismatch". No intervention is planned.